Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal therapy was ongoing. The patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date the patient's pd catheter was removed and the patient discontinued physioneal therapy. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.